Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (288 mg/dl). Customer stated that elevated blood glucose levels are due to having a cold. Customer delivered a correction bolus via the pump to stabilize blood glucose levels.